Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2009 and subsequently expired on (B)(6) 2009 after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving three separate products; associated mdrs 1225714-2014-05334, 1225714-2014-05335, 1225714-2014-05336, 1225714-2014-05337, 2937457-2014-01332 and 2937457-2014-01333.